Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the electrode yielded higher shock impedance measurements of 107 ohms during defibrillation threshold (dft) testing. Fluoroscopy imaging showed good placement but may have been high. The x-ray one day post implant showed the coil had dislodged and buckled near the suture. The patient was of a higher body mass index and had a lot of adipose tissue near the pocket so they started superficial in tunneling during the implant. It was noted the patient had a prior CABG and breast surgery prior to implant. The physician planned to revise the electrode. Later that day the physician performed a revision procedure and the electrode was moved toward the midline. The physician re-tunneled the electrode and re-sutured at the xiphoid. A suture was added at the distal end. Defibrillation threshold (dft) testing was done the next morning and yielded a 74 ohm impedance measurement with a 10 joule shock. The electrode remains in service and no additional adverse patient effects were reported.